Event description:
Customer observed a reactive advia centaur (B)(6) result that did not repeat upon re-testing. There are no reports that treatment was altered or prescribed or adverse health consequences due to the reactive advia centaur (B)(6) result.

Manufacturer narrative:
The cause for the discordant advia centaur (B)(6) result is unknown. Service went on site and found r1 and r3 diluter seals leaking water. The r3 diluter was replaced and the system primed. No other leaks or malfunctions were observed. No conclusions can be drawn. Qc was in acceptable limits. A precision study was performed and the precision of the assay was within acceptable limits. No further evaluation of the device is required. The limitations section of the instructions for use states :"for diagnostic purposes, the advia centaur (B)(4) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The interpretation of results section: "if the sample is greater than 50, the specimen is positive for (B)(6) by the advia centaur (B)(4) assay. Note: when the advia centaur (B)(6) assay is used as a stand-alone assay (for example in pregnant women being screened to identify neonates who are at risk for acquiring (B)(6) during the perinatal period), all results >1.00 should be considered initially reactive. Repeat testing and supplemental tests, such as the advia (B)(4)confirmatory assay must be used to confirm the result."